Event description:
Initial reporter indicated that the pt was not able to feel their magnet stimulation. It was reported that they could feel their output current. The pt was set at 2.5ma output current and 2.25ma on the magnet output current. The regular output current was raised to 3.5ma and the pt coughed during the stimulation on time indicating that they were feeling the stimulation. No report was received that the magnet current was raised to see if the pt could feel it after a magnet activation. No magnet diagnostics were performed. It was reported after several swipes of the generator using different magnets that the pt was not feeling their magnet activations. Good faith attempts will be made for additional information surrounding the event. It is possible the pt has become acclimated to the magnet stimulation. No conclusion can be determined at this time.